Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a motor/rewind issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/06/2014 with the following findings: no defect was found. Pump powers with returned battery cap. No motor "rewind" alarms to indicate a "rewind" speed issue observed in black box or alarm history. During investigation, performed multiple ¿load step¿ functions to exercise motor. No motor "rewind" errors observed. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Pump case was removed. No evidence of moisture contamination or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.